Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements, and pacesafe was operating in suspension due to a high output. The lead was later surgically abandoned and replaced due to high thresholds. No additional adverse patient effects were reported.